Event description:
A technician reported that a patient ablation was slightly decentered in her left eye. At the one week post-op visit the patient reported decreased vision, and glare and halos at night. No additional treatment has been performed, the slit lamp exam was normal with good flaps, and no keratitis.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).